Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer reported falsely elevated sodium results on the architect c8000 analyzer. Sample 1 generated an initial result of 168 mmol/l and retest 144 mmol/l. Sample 2 generated an initial result of 171 mmol/l and retest 144 mmol/l. No specific patient information was provided and no adverse impact to patient management was reported.

Manufacturer narrative:
A search by product lot found one complaint for ict diluent lot 02999un16 similar to this complaint issue. The trend review by the product list number found no adverse or non-statistical trends related to this issue. Manufacturing documentation for the likely cause list was reviewed and did not identify any issues related to the complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the ict diluent was identified.